Event description:
The tip of the pressurewire aeris became trapped in the artery. When the device was removed from the patient, it broke near the distal marker. A portion of the wire was left in the lad. The patient was taken to the or to remove the portion of the wire left in the lad.

Manufacturer narrative:
The results of the investigation concluded that the distal tip coil had been fractured and separated from the distal end of the jacket; the fractured tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the fractured corewire was not returned. The distal corewire and shaft had been bent at multiple locations. The returned length of the distal corewire indicated there was missing material from the distal tip assembly. There was evidence of the tip coil proximal weld joint. Additional analysis revealed that the guidewire was exposed to excessive torquing and manipulation as there are fractures observed on the proximal weld joint (coil and corewire) and among the distal corewire. Torquing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU). There is no evidence to suggest that the event is manufacturing or design related; the product as manufactured met all requirements as per current specifications. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the positioning issue is consistent with the guidewire damage. The cause of the guidewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.